Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a health care professional (nurse) this case concerns a (B)(6) male patient who received treatment with synvisc one and on the same day had severe right knee pain, stated left was not as bad and knee swelling, stated left was not as bad. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose, indication and expiry date: not provided) with batch/ lot number: 7rsl021 bilaterally. On the same day after the injection, patient went to the ER (emergency room) that evening with severe right knee pain and swelling, stated left was not as bad. The ER sent him home, he went back the next day on (B)(6) 2017 and was admitted. Patient was discharged on (B)(6) 2017. Corrective treatment: not reported for all events outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: hospitalization for all events pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and developed severe right knee pain and swelling, stated left was not as bad. The events are temporally related to device. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.